Event description:
It was reported that within three weeks post implant, through device interrogation it was found the right ventricular (rv) lead sensing had decreased to 1.0 millivolts and the threshold had increased significantly from implant. The rv lead could not capture at maximum device output. Upon examination with fluoroscopy, the rv lead appeared to have perforated either the interventricular septum and was in the left ventricular or the apex of the rv. During extraction, the rv lead helix was unable to fully retract into the lead. After the lead was explanted, it was determined that some tissue was attached to the helix and was possible causing the helix issue. A new rv lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix was distorted/bent. It was noted that the proximal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the inner insulation was kinked/buckled, there was a white substance on the outer insulation, there was blood in/on the helix mechanism, tissue on helix, there was apparent explant damage and the lead was stretched.